Event description:
It was reported to philips that the longitudinal movement was unavailable on the azurion system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the user restarted the system to gain the functionality of the system and completed the procedure as planned. A philips field service engineer (fse) went onsite and confirmed that the l-arm longitudinal movement was unavailable. The system logfile was checked and troubleshooting indicated that the system¿s long axis motor needs longitudinal current calibration. The fse performed longitudinal current calibration to solve the issue, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after a system restarted and the procedure was completed using the same system. Therefore, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.